Event description:
It was reported that during a splenectomy procedure, the device would not staple and would not cut. No staples were delivered while firing the device. No further details could be provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Articulation gear teeth. The analysis showed that the (B)(4) device was received with the articulation mechanism damaged. The device was received with a white reload loaded in the device. The reload was unfired and with the lock out normal. The returned device was tested for functionality with the returned and two test reloads, on the left, centered and right articulated positions. Malformed staples were observed in the left articulating position. The device fired, cut and formed all staples as intended on the centered and right positions. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. The device opened and closed without any difficulties. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.